Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision blurry. The iol was exchanged for other company advanced technology intraocular lenses (atiol) lens model approximately 7 months following the initial implant procedure. The clinical reason for exchange was failure to adapt. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).